Event description:
It was reported that the patient has pocket site pain. The patient underwent an implantable pulse generator (ipg) revision procedure wherein the pocket site was moved. The patient was doing well postoperatively. The device remains implanted and in use.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.